Manufacturer narrative:
Visual, dimensional, and functional analysis was performed on the returned device. The reported difficult to insert was unable to be confirmed due to the condition of the returned delivery catheter. The reported break was not confirmed; however, kinks were noted to the delivery catheter and the barewire tip coils were separated and not returned. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a definitive cause for the reported difficulties and potential subsequent patient effects. It is possible that the filter was pulled into the pod too quickly or with excessive force as reported causing the delivery catheter to kink; however, this could not be confirmed. The noted barewire tip separation was not reported and may have occurred during handling/packaging the device for return; however, this could not be confirmed as attempts to obtain additional information for the tip separation were unanswered. Based on the reported information and evaluation of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1: adverse event/product problem: updated from product problem to adverse event, product problem b2: outcomes attributed to ae: updated from na to other serious b5: describe event or problem: updated b6: relevant test/laboratory data: updated b7: other relevant history: updated h1: type of reportable event: updated from malfunction to serious injury h6: removed health effect clinical code 4582 added 2687 h6: removed health effect impact code 2645 added 4614

Event description:
Subsequent to the initial filed report, returned device analysis identified that the device had been inserted into the anatomy and the barewire tip was separated and not returned. There is the potential the tip remains in the patient. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 2017- against resistance, excessive force.

Event description:
It was reported that during preparation of the emboshield nav6 embolic protection system (eps), there was difficulty pulling the filter into the delivery catheter (dc) pod. So much force was used to attempt to pull the filter that the system seemed broken as it was stuck and would not move forward or backward. There was no reported device use or patient involvement. A new emboshield nav6 eps was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.